Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. Type of reportable event: dislodgement with no known intervention.

Event description:
Boston scientific crm received info that this implantable pacing lead had dislodged and was sensing ventricular activity. No adverse pt effects were reported. The available info suggests this lead remains in service. The type of intervention performed, if any, is unk.